Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance out of range at the time of implant. The lead remains in service. No adverse patient effects were reported.